Event description:
My regular lens solution was sold out at the grocery store, and best choice cleaning and disinfecting lens care system (3 percent hydrogen peroxide) was next to where my solution would have been, so I assumed it was the generic version. I opened it and cleaned my lens before inserting it into my eye and then experienced intense pain and burning. I feel the packaging should be more clearly marked and the warning should be on the front of the bottle, rather than in fine print on the back. The warning in highlighted in red, but is in small font on the back of the bottle. It just isn't enough of a warning for someone who thinks they've purchased normal lens solution. (B)(6).